Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the surgeon noticed that there was a crack in the tibial bearing after he impacted the bearing and tray. The tibial bearing was removed from the tray and another bearing was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the surgeon noticed that there was a crack in the tibial bearing after he impacted the bearing and tray. The tibial bearing was removed from the tray and another bearing and system were used to complete the procedure. There was a delay in procedure of unknown length. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the surgeon noticed that there was a crack in the tibial bearing after he impacted it onto the implanted tibial tray. Another tibial bearing was used to complete the procedure without delay.